Manufacturer narrative:
A review of the service history record identified the device has been previously however it has been greater than 12 months. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Event description:
It was reported that a spectrum infusion pump doesn't recognize the door was open when key was inserted into keyhole. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "confirmed device doesn't recognize that the door is opened when key is inserted into keyhole" was reproduced as system error 320. A review of the event history log revealed multiple "system error 320" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as system error 320. The cause of the condition was the broken upper auxiliary latch switch. The upper auxiliary required to be replaced to address the issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.